Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received multiple inappropriate shock therapies due to far field p-wave oversensing resulting in ventricular fibrillation detection. Programming changes made reduced the oversensing but did not completely resolve the issue. The patient condition is well and discharged from the clinic.